Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump, resumed insulin deliveries, and was able to continue using the pump without recurrence of the malfunction code. Technical support advised the customer to call back if the malfunction code recurred, which the customer acknowledged and understood.